Event description:
Healthcare professional reported "seroma occurred twice in the patient. Seroma was evacuated twice. Patient has both seroma and capsular contracture., baker grade unknown." The device remains implanted. Left side.

Manufacturer narrative:
The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "seroma occurred twice in the patient. Seroma was evacuated twice. But now patient has both seroma and capsular contracture.¿¿ healthcare professional additionally ¿fibrosis¿ and ¿chronic inflammation". The device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; red particles on the shell and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.

Event description:
Physician reported a reoccurring seroma and "severe" capsular contracture (baker grade unknown). Seroma was evacuated twice. A sample of the capsule was sent for pathological testing which found "fibrosis, hyalinization, chronic inflammation, left capsule recorded specimen, excisional biopsy". Left side. Device has been explanted.

Event description:
Healthcare professional later confirmed a capsular contracture, baker grade IV.